Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue. The nurse call receptacle's housing is damaged and the nurse call cable does not have a secure fit. When the cable is moved while inside the receptacle, the light toggles on and off at the nurse call test fixture. There are rattling sounds from inside the alarm case. (B)(4).

Event description:
Customer reported when the nurse call cable is inserted into the nurse call port, the cable does not have a secure fit and the cable falls out. Customer did not provide the date of event. No patient incident or injury was reported.